Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an emergent follow up after a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter the patient experienced new atrial flutter with consecutive decompensation of preexisting heart failure. The patient was hospitalized and an x-ray exam was performed to look for pleural effusions. None were noted. A medication change/adjustment was made, and over-pacing via the patient's implanted pacemaker was also performed. The atrial flutter resolved four days after the hospital admittance. The device is not expected to be returned for analysis. Pf114 faradise clinical study, subject ID: (B)(6).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but no response was received. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in blocks h6 patient codes to add code e0611 heart failure/congestive heart failure and h11 additional MFR narrative to add statement about the unknown UDI.

Event description:
It was reported that the patient experienced new atrial flutter. During an emergent follow up after a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter the patient experienced new atrial flutter with consecutive decompensation of preexisting heart failure. The patient was hospitalized and an x-ray exam was performed to look for pleural effusions. None were noted. A medication change/adjustment was made, and over-pacing via the patient's implanted pacemaker was also performed. The atrial flutter resolved four days after the hospital admittance. The device is not expected to be returned for analysis. Pf114 faradise clinical study, subject ID: (B)(6).